Event description:
The event is reported as: complainant alleges that the elbow connector with the luer lock port cracks when the circuit connector from the f&p circuit is inserted into the elbow. No patient injury reported.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.